Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went in for a head MRI scan today and in the middle of the scan there was a loud noise and patient thought they started to feel the stimulator and they stopped the scan. The caller does not think patient turned their device off during the scan and is not sure of the scan conditions. Troubleshooting was unable to be performed as the patient was not present during the call. Reviewed head/brain conditions for MRI. The caller plans to check the patients device using the patient programmer. Recommended patient follow up with managing physician if they have any further concerns.